Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose. Blood glucose value was 26 mmol/l. It was unknown that auto mode feature was active or not at the time of event. Customer reported crack at the back of insulin pump and also had battery failed alarm. Insulin pump had pump error alarm but customer was able to clear alarm and able to rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring=black. On 09/08/2021 customer called in with the following concern: customer said that she had a pump error 53 and batt failed alarm. Customer also noticed a crack at back of the pump. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the active and sleep current measurement test, displacement test and self test. The adapt tool was utilized to search for any alarms that might of happened before or around the event date. Pump error 53 alarm was recorded on 08/10/2021 and 09/08/2021 file number=26 line number=3540. No failed batt alarms noted during testing. Per r&d investigation pump error 53 was cause by race condition when a higher priority fault is auto cleared before it is requested by ui task software anomaly, esf#(2022281). Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with cracked case(battery tube), cracked battery tube threads and faded serial number label. In conclusion, customer allegations are confirm during visual inspection when cracked case(battery tube) and cracked battery tube threads were noted. Pump error 53 alarm was also confirm in download history files due to software error. No failed batt alarms were noted after battery installation or during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.